Event description:
The customer reported that the memory on the system was defective. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the memory on the system. The system operates as intended.